Event description:
The reporter stated that reporter did meter to hcp meter comparison tests, within ten minutes of each other. The readings on the meter were 220 and 440 mg/dl, and the doctor's meter (type unknown) was 200 mg/dl. All tests were capillary. Reporter said that reporter was experiencing thirst and dry mouth symptoms. A control test was not done since the reporter did not have solution. During trouble-shooting, was applying sample to the confirmation dot, with a blood glucose result of 369; retested correctly and the result was 149 mg/dl. Reporter stated that had never cleaned the meter. No harm was alleged.